Manufacturer narrative:
The e801 analyzer serial number was (B)(6) a specific root cause could not be identified as insufficient patient sample volume was received for investigation. The investigation did not identify a product problem.

Event description:
The initial reporter questioned ongoing positive results for 3 patient samples tested for elecsys anti-hav igm (anti-hav igm) on a cobas e 801 analytical unit. The date of event is an approximation. Only the year of testing was provided. For patient 1: in 2020, the patient had a result of 1.2 coi (positive). In 2022, the patient had a result of 1.1 coi (positive). For patient 2: in 2020, the patient had a result of 1.7 coi (positive). In 2022, the patient had a result of 1.5 coi (positive). In 2023, the patient had a result of 1.7 coi (positive). On (B)(6) 2023 the sample was repeated with a result of 1.49 coi (positive). For patient 3: in 2021, the patient had a result of 2.9 coi (positive). In 2022, the patient had a result of 3.5 coi (positive). In 2023, the patient had a result of 3.0 coi (positive). A sample from patient 3 was also sent for testing by the alinity method and the result was positive. The specific result was not provided.

Manufacturer narrative:
Sample material was requested for investigation.